Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis and subsequently passed away due to the peritonitis event. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported) and the patient passed away. The cause of death was reportedly due to the peritonitis event. It was not reported if an autopsy was performed. Six weeks prior to the receipt of this report and prior to death, the patient stopped dianeal therapy (no further detail was provided). No additional information is available.